Event description:
It was reported that during an osteochondritis dissecans (ocd) procedure on (B)(6) 2014 another manufacturer¿s guide wire would not pass through the cannula of a synthes drill bit. The drill bit was thought to be bent because the guide wire would not pass smoothly and the end-user could tell when the drill bit would rotate in the drill. This event involved a total of 6 drill bits 5 of which were not synthes devices, four of the non synthes drill bits were also thought to be bent the 5th was not bent but had something obstructing the cannula that was able to be cleared and this drill bit was used to complete the procedure successfully. There was over a 10 minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional manufacture date july 10, 2012. A review of the device history records was completed. (B)(4) manufactured the 3.2mm cannulated drill bit, part #310.65, and lot #pe01528 on po #1374383 for (B)(4) pieces delivered june 19, 2012 and on po #1382316 for (B)(4) pieces delivered june 29, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated june 14, 2012, and to synthes final inspection sheet #310if65, revision ¿m¿. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The 3.2mm cannulated drill bit was made to the synthes drawing p/n 310.65, revision ¿h¿, released on november 25, 2009. The visual inspection of the returned device performed as part of the product investigation reported the drill bit is in overall good condition, the cannula was unobstructed and fully straight, and with no damage to the drilling aspect. The 3.2mm cannulated drill bit is used to drill through hard bone for insertion of cannulated locking screws during lcp plate procedures. The technique guide was reviewed for the proper use of this device (j8362-c). One 3.2mm cannulated drill bit (part# 310.65, lot#pe01528 mfg jun2012) was returned with the complaint that ¿during an osteochondritis dissecans procedure on (B)(6) 2014 an unknown guide wire would not pass through the cannula of a synthes drill bit, the drill bit was thought to be bent.¿ upon receipt of the device it was seen that the drill bit was in overall good condition, the cannula was unobstructed and fully straight, and with no damage to the drilling aspect. This complaint is unconfirmed. It is not known what size wire was attempted to be passed through the cannula, however 1.6mm guide wire is specified for use with this device. The most likely root cause is that a guide wire greater than 1.6mm in diameter was used, or that the wire being threaded was bent. The drawing for this part (310_65 rev h) was reviewed and the design, material and finishing process were found to be appropriate for the intended use of this device. This complaint could not be confirmed, with the likely root cause being either the incorrect size guide wire was attempted to be threaded, or the wire being threaded was bent, not allowing it to pass through the cannula. The design of this device is adequate for its intended use and did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.